Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the inner seal on device broke off and fell into the patient. The piece was retrieved through the device. It is unknown if another device was used to complete the procedure. There was no adverse consequence to the patient. Customer will not release device.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.